Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient doesn't seem to be feeling the stimulation. Originally they were at .9 and increased to 3.3 and still doesn't feel anything. It doesn't seem to be stimulating as much as it use to. When they first put in the device it moved around a lot. Device was placed in the same pocket as the previous stimulator. Patient wanted to know if the lead pulled out. Reviewed the doctor could take some images or run an impedance test to see if the lead was connected correctly. Patient said when the doctor replaced the stimulator they noticed dead skin in the area and cleaned it all up. Patient's current setting is 3.1ma on program 1. Patient has the device for urge frequency and over active bladder. She is still experiencing symptoms. Patient mentioned they noticed the stimulator really not working well to the doctor over a month ago, and she said give it some time. Patient tried increasing the stimulation on all 7 programs and couldn't feel the stimulation on any of them.